Event description:
Reporter indicated the patient's suicidal gestures were unrelated to vns. The vns was reported to be performing as intended.

Event description:
Reporter indicated to the manufacturer via a suicide assessment form that a vns patient had 2 suicidal gestures. The suicidal gestures were noted as definite but very ambivalent, mild, and moderate per the form. Attempts for further information are in progress.